Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 78 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to 500 mg/dl, with ketones a healthcare provided identified as life threatening. Due to the bg level the customer experienced bruising on arms and back due to "combative behavior" and loss of consciousness. Customer was transported by ambulance to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital 5/16/2025 with the issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.